Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to emit x-rays. As part of troubleshooting, the fse reviewed system log files and found tube current of range error. Upon further analysis, the fse stated that the tube was defective. The supplier's part analysis conclusively determined the cause of the tube failure was due to a partly filament short circuit. To resolve the issue, the fse replaced x-ray tube and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.